Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse reported via phone call that the customer had a blood glucose of 400 mg/dl. The patient was treated with manual injection. The customer was on the insulin pump within 48 hours of the reported high blood glucose. The device will not be returned for analysis.